Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. Other relevant device(s) are: product ID: 3057. Product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient pulled the wires out and cut them. The patient¿s daughter stated they would get the patient back into the healthcare provider¿s office. It was noted that the trial began on (B)(6) 2019. No patient symptoms were reported. No further complications were reported.